Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers were noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. The numbers scrolled up without the customer's input. The up arrow button was not responding. His/her blood glucose level was 234 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.